Event description:
Customer reported erroneous high white blood cell (wbc) and low nucleated red blood cell (nrbc) counts were obtained for one pt sample when using a coulter lh 750 hematology analyzer. There were instrument generated messages with the test results. The test results were determined to be erroneous when compared to a manual blood smear differential. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for two different analyzers.

Manufacturer narrative:
The instrument was within qc specs with respect to controls (accuracy) and reproducibility (precision). Raw data was requested, but not provided. Service was not dispatched for this event. The root cause is unk, but maybe related to the sample. The lh750 instrument did generate flags for nucleated red blood cells and r (review). These instruments flags alert the operator to further review the specimen. Product labeling indicates the following for interfering substances: wbc: nrbcs, giant platelets, platelet clumps, material parasites, precipitated elevated proteins, cryoglobulin, microlymphoblasts, very small lymphocytes, fragmented white cells, agglutinated white cells, lyse resistant red cells, unlysed particles > 35 fl in size. Nrbc: known interferences related to lyse resistant red cells, platelet clumps, giant platelets, malarial parasites, very small or multi-population lymphocytes, precipitated elevated proteins. This reportable event was identified during a retrospective review conducted for between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01103.